Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Revision to the initial emdr in blocks 5 event description and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Additional information received indicates that the physician did a laser lead removal of the v lead and replace it. No additional adverse patient effects were reported.